Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: analysis on the actual device shows that they found the uut leaking excessively at the o2 inlet port due to a stripped screw hole on the o2 blender body. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Service technician was able to verify customer's reported problem "this unit has a leak at the o2 inlet fitting area." Ventilator was tested with a known good ac adapter connected, and known good o2 supply source connected. After powering on vent, 20 psi o2 was applied to vent, an audible leak was heard coming from o2 inlet adapter. Bench testing reveals thread on one of the screw ports is stripped, o2 inlet adapter could not secure properly to o2 block.

Event description:
The customer reported that the device had a leak in the o2 inlet fitting area. There was no patient involvement in this event.